Event description:
It was reported that, "the trial head dislocated from the blue trial liner when dr conducted a range of motion analysis using the adm system. This issue is not specific to any one size. It is a function of the insert trial design.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.